Event description:
It was reported the patient experienced ineffective stimulation. As a result, the physician explanted and replaced the lead with a different model which resolved the issue. The patient reported receiving effective stimulation post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.